Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. An amount of 74 charging cycles was recorded in the devices memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated on september 9th, 2020. The amount of charge taken from the battery was verified and the battery condition was anticipated. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the eos status could be confirmed. The eos battery status was found to be as anticipated. The analysis revealed no indication of a device malfunction. No conclusions could be drawn regarding the lead from the ICD analysis.

Event description:
It was reported that approx. 101 months after the implantation battery depletion (eos) was noted. The device was explanted.